Manufacturer narrative:
Device evaluation: a 40 x 80mm nanocross catheter, was returned within its transportation hoop. The device was removed from the transportation hoop for additional analysis. The nanocross dilatation catheter was received with sanguine residue within the y-manifold, sanguine residue/fluid within the balloon chamber, and the balloon chamber received in a post-inflation profile, (e.g. Not tightly wrapped or winged). A 10cc air filled syringe was attached to the proximal hub and the guidewire lumen was flushed: red fluid was observed exiting the distal tip. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a steady stream of red fluid was observed exiting the distal tip of the catheter. A 0.014¿ guidewire was loaded with ease through the distal tip of the catheter and navigated out the proximal hub of the y-manifold. A 10cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold. The balloon chamber was inflated, and a pinhole leak was located in the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use nanocross pta balloon catheter to treat a severely calcified lesion with 70% stenosis in the mid sfa. The first nanocross was used with a 5mm spider fx device along with a medtronic inflation device for balloon inflation. The device was prepped per IFU with no issues noted. It was reported that during balloon inflation, a longitudinal burst occurred at 8atm. There was no resistance encountered while advancing the device. Another nanocross was attempted to continue the procedure. The second nanocross was used with a non-medtronic 7mm (terumo) sheath and guide wire. A 5mm spider fx embolic protection device was also used along with a medtronic inflation device for balloon inflation. The device was prepped per IFU with no issues noted. The vessel diameter is reported as 6mm and lesion 300mm. It was reported that during balloon inflation, a longitudinal burst occurred at 8atm. There was no resistance encountered while advancing the device. The procedure was completed with pre dilating with balloon, followed by hawkone ls then drug-coated balloon (in pact admiral). No fragments were left in the patient and the balloons were removed safely without any issue. There was no patient injury reported.